Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25, replace battery now and power loss alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it was the second time she was calling about the same issues regarding power loss alarm, pump error 25 alarm, high blood glucose levels, low blood glucose levels, and low battery alerts less than 1 week. In the alarm history that day three replace battery and a power loss alarms appeared. This was the second occurrence of a replace battery now without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.